Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed resulting in inhibition of pacing. The pacemaker-dependent patient reported dizziness associated with this occurrence. The clinician was able to reproduce oversensing with clinical maneuvers.